Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2018-00192: case 2; 3025141-2018-00193: case 3; 3025141-2018-00194: case 4; 3025141-2018-00195: case 5; 3025141-2018-00207: case 6.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and screw. The locking screw (medial to lateral) was removed post operatively because of patient pain. Reference: a prospective randomised controlled trial of the fibular nail versus standard open reduction and internal fixation for fixation of ankle fractures in elderly patients. T.o. While, k.e. Bugler, p. Appleton, e. Will, m.m. Mcqueen, c. M. Court-brown. Bone joint j, 2016. 98-b: 1248-52.